Event description:
It was reported that the patient presented in clinic for routine follow up. The patient experienced an episode of light headedness, which did not correlate to noise observed on the right ventricular lead. Review of the test strips revealed, over sensing leading to inhibition. No intervention was performed. The patient was asymptomatic after the event and would be monitored.

Event description:
New information notes that the lead continued to exhibit oversensing. The lead was capped on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.